Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The 3rd party service technician was able to verify lap top ventilator 1150 battery not holding charge. The internal battery was faulty. The service technician replaced internal battery and performed 30,000 hour preventative maintenance. The suspect component is not available for return to carefusion for further analysis.

Event description:
Customer reported lap top ventilator 1150 battery not holding charge. Upon further investigation, customer reported no patient involvement or allegation of patient harm.